Event description:
It was reported that the day prior to this report during implant the patient had not felt stimulation on the lead. It was noted that impedances on that lead looked to be within normal range. The healthcare professional tried to reposition several times but eventually replaced the lead. Replacing the lead resolved the problem. It was later reported that during implant 2 leads were placed and one lead seemed to work and the other lead did not produce stimulation. An impedance check was run and it was good for both leads. There was positioning difficulty. Voltage was turned up with no response from the patient. A new lead was requested and the patient had responded and at lower voltages. It was noted that during the case impedances and multi-lead trialing cable connection were checked, also repositioned the lead but nothing had seemed to work. Device was used with in the patient and there was no patient death.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, serial # unknown, product type accessory; product ID neu_ unknown_lead, serial # unknown, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.